Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that intellispace perinatal logged the user out and locked the application (auto lock configuration on an rd-client). The display changed to the pc default settings. The nurse was no longer seeing her patient's tracings. The pc had the configured default screen. The nurse could not treat the patient because she did not have her patient in focus and a baby was harmed. The harm of the baby is unknown as of (B)(6) 2015.

Manufacturer narrative:
Correction: there was no product malfunction. The customer just needed to find the pc which had to be reconfigured. Please note, that it is confirmed that there was no serious injury, therefore the type of complaint was changed to non-adverse event.

Event description:
The customer reported that intellispace perinatal logged the user out and locked the application (auto lock configuration on an rd-client). The display changed to the pc default settings. The nurse was no longer seeing her patient's tracings. The pc had the configured default screen. The nurse could not treat the patient because she did not have her patient in focus. No harm occurred.